Manufacturer narrative:
D4/h4): the lot number was not provided, thus the following information is unknown: device serial number, unique ID, expiration date, and manufacture date. H3): the glidelight was discarded, thus no returned product investigation was performed. H6): great vessel perforation is a known risk of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) due to bacteremia and cied system/pocket infection. A spectranetics lld #2 lead locking device (lld #2) was inserted into the lead to provide traction. Beginning with a spectranetics 16f glidelight laser sheath, progress was made to the rv apex; however, the patient was having ventricular tachycardia (vt) and the procedure was paused. The vt stopped, but the patient¿s blood pressure continued to decline; therefore, rescue efforts began, including sternotomy. A superior vena cava (svc) tear was discovered and repaired. The rv lead, along with the lld #2, were cut and capped, and remained in the patient (MDR# 3007284006-2025-00014). There was no attempt made to unlock the lld device. The patient survived the procedure. This report captures the 16f glidelight in use in the area when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.